Event description:
It was reported the patient's ipg was unable to hold a charge for more than 24 hours. In turn, the ipg became inoperable, and patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.